Event description:
It was reported that bd insyte autog bc catheter tip is torn. The following information was provided by the initial reporter: rcc received complaint via email. Email(s) attached. Event title: --confidential-- describe the event or problem: rn was attempting to start 20g IV, the end of the catheter (closet to the needle tip) was torn/ripped. What was the original intended procedure? : n/a. What problem did the user have (check all that apply) :other.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed for provided material number 382534 and lot number 2153956. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc catheter tip is torn. The following information was provided by the initial reporter: rcc received complaint via email. Email(s) attached. Event title: --confidential-- describe the event or problem: rn was attempting to start 20g IV, the end of the catheter (closet to the needle tip) was torn/ripped. What was the original intended procedure?: n/a. What problem did the user have (check all that apply): other.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 20 october 2023. Med watch report is (B)(4).